Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of "hi" on her blood glucose meter. The consumer then performed an additional 6 blood glucose tests getting results of 91 mg/dl, 151 mg/dl, 112 mg/dl, 101 mg/dl, and 111 mg/dl blood glucose result of 57mg/dl on her blood glucose meter. The testing was performed on the consumer's arm. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.